Manufacturer narrative:
The model and serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a toric intraocular lens (iol) was implanted into the right eye on (B)(6) 2016. An explant was later performed on (B)(6) 2016 and replaced with a non-amo iol. There was no incision enlargement or vitrectomy performed and no sutures were used. Also, there was no post-operative patient injury. No additional information was provided. This report captures the event for the right eye. A second report will be submitted for the event for the left eye.

Manufacturer narrative:
Correction: the manufacture site address was incorrectly reported in the initial MDR as (B)(4). The correct manufacturing site is (B)(4). The following section has been corrected. (B)(4). As a result of the correction to the manufacturing site the manufacturer report number should begin with (B)(4) for the site in (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow up #2, date received by the manufacturer was incorrectly submitted as 01/15/2017, however, the correct date is 01/15/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.